Event description:
The patient had the lap-band system placed on (B)(6) 2013. After six months post implantation, the patient constantly came in to get a refill, indicating a slow leak. During the removal on (B)(6) 2019, the surgeon noted the leaking was around the junction of the port with the needle guard. The needle guard was also disconnected and traveled into the abdomen along with a small bead, the surgeon was unable to retriever the bead.

Event description:
The patient had the lap-band system placed on (B)(6) 2013. After six months post implantation, the patient constantly came in to get a refill, indicating a slow leak. During the removal on (B)(6) 2019, the surgeon noted the leaking was around the junction of the port with the needle guard. The needle guard was also disconnected and traveled into the abdomen along with a small bead, the surgeon was unable to retriever the bead.